Event description:
It was reported that 6 of thebd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter, translated from portugese to english: description of the notification: ¿when pressing the plunger to remove the air contained within the syringe, I was surprised several times by a completely strange liquid, with a gel texture. I lost a lot of syringes because they came with this liquid.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4: medical device lot #: 2192381. D.4: medical device expiration date: 31-july-2027. H.4: device manufacture date: 11-july-2022. D.4: medical device lot #: 2339159. D.4: medical device expiration date: 31-dec-2027. H.4: device manufacture date: 05-dec-2022. E.1: initial reporter phone #: (B)(6). H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of thebd ultra-fine¿ insulin syringe had foreign matter. The following information was provided by the initial reporter, translated from portugese to english: description of the notification: ¿when pressing the plunger to remove the air contained within the syringe, I was surprised several times by a completely strange liquid, with a gel texture. I lost a lot of syringes because they came with this liquid.